Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0136 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported due to the routine chemotherapy after rectal cancer surgery, the patient was given a peripherally intubated central venous catheter on the right upper arm on (B)(6) 2021. The catheter was inserted 39cm and 5cm exposed. Chemotherapy drugs were infused regularly according to the course of chemotherapy, and the catheter was maintained regularly during the period. It was stated there were no abnormalities, when the chemotherapy cycle finished, removed the peripherally intubated central venous catheter, conventionally sealed the tube, checked the integrity of the tip, and found a small amount of blood (in the tube wall) on the proximal tube wall of the tip. In order to determine whether it was a blood clot (normal saline and diluted heparin sodium flushing),found that blood leaked from the side of the head and the side of the tube wall was broken. This may cause the patient to block the blood vessel during the infusion of chemotherapy drugs, and the catheter may break. Consequences reported to the equipment department.